Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile app not working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause was determined to be the patient closed the mobile app. The reported event of the mobile app not working is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.